Event description:
It was reported that "the doctor found connector broken when doing clinical setting before using on patient. Then changed new one, no impact on patient. Involved 2 pcs and 1 patient." No patient involvement. See associated MDR #3003898360-2023-01502

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "broken/cracked - double swivel connector" is confirmed based on the sample received. The bronchial swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A device history record review was performed, and no relevant findings were identified. An investigation was previously opened to further investigate this issue. Corrective actions were implemented under the investigation on 15apr2022 to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions.

Event description:
It was reported that "the doctor found connector broken when doing clinical setting before using on patient. Then changed new one, no impact on patient. Involved 2 pcs and 1 patient." No patient involvement. See associated MDR #3003898360-2023-01502.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found connector broken when doing clinical setting before using on patient. Then changed new one, no impact on patient. Involved 2 pcs and 1 patient." No patient involvement. See associated MDR #3003898360-2023-01502.